Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fractured was located at the tightener shaft¿s distal tip. The second half of the tightener shaft¿s distal tip was not provided for analysis. Device was then sent for fracture analysis. The fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the cam tightener shaft distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon went to tighten down the cam lock mechanism and the tip of the screw driver broke. We had another driver so no delay was experienced. The tip could not be retrieved from the patient as it was retained in the head of the cam. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.